Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 401 mg/dl. It was found that the bolus wizard was not turned on and after the customer turned on the wizard they were able to take a couple of units. Customer had previously taken an injection. The insulin pump will not be returned for analysis.